Manufacturer narrative:
Concomitant product(s): product ID: 3889-28, lot# va0pgyf, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was still kind of leaking and having accidents since implant. The patient was not emptying the bladder and had been wearing a pad just in case they needed it and had needed it a few times. The patient had some therapeutic benefit, however it was not as much as they expected it to be. On a scale of 1 to 10, the patient was about a 5 or 6. The patient saw the upper limit screen when trying to increase past 4.0v. The patient would have an appointment in 2 days with their health care provider (hcp). They were supposed to have an appointment 2 weeks after implant, but couldn¿t make it because they were out of town. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received from the consumer reported that she had a loss of therapy and the device did not help her symptoms since implant. The patient did not feel stimulation and therapy was reportedly on. Patient services helped the patient increase stimulation from p2 at 3.90 to p3 at 4.00. The patient still did not feel stimulation in the correct area. The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that it did not work right. The hcp told the patient that the manufacturer patient services would help her change levels. The patient met with the manufacturing representative (rep) on probably (B)(6) for reprogramming. The patient wanted help changing programs. The patient was currently on program 1 at 2.45 volts and her symptoms were almost worse than before the implant. This occurred in early (B)(6) 2015. The other programs were program 2 at 2.5 volts, program 3 at 2.10 volts, and program 4 at 2.2 volts. The patient tried program 2 and program 3. The patient wanted to try program 4. The patient activated program 4 and felt stim at the implantable neurostimulator (ins) site. The patient had not yet increased on program 1. The patient increased program 1 to 2.8 volts and felt stim comfortably and wanted to try it. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the consumer reported that the patient experienced a loss or change of therapy. The patient's device had not been effective since implant. The patient had not seen their health care provider (hcp) in a while and had not tried programs 3 and 4. When the patient changed something, it made things worse. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Event description:
Additional information received reported that the patient¿s therapy wasn¿t helping at all. It was clarified that it was not worse than before implant and the therapy had helped some, but the symptoms were more often and the patient was leaking all the time. The patient wanted to increase stimulation and increased from 2.8v to 3.1v on program 1. The stimulation was on and the patient could feel the buzz. The patient had pre-existing vertigo and imbalance. The patient was on a low sodium diet and took a fluid pill and wondered if that could impact their symptoms. The patient had worked with a manufacturer representative after the initial event.